Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: environmental testing conditions. The relion sk is the product name commercialized by distributor. The manufacturer product name is sidekick in the catalog.

Event description:
Consumer reported complaint for low control solution test results. Pharmacy rep calling on behalf of the customer. The customer is concerned with tests results from results obtained of 116 mg/dl. The control solution's expected test result range is 116 to 228 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual control solution result. During the call on (B)(6) 2016 at the pharmacy, a control solution test was performed by the customer and produced test results of 116 mg/dl using relion sk meter. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).